Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was part of a system revision due to infection. Reportedly, the wound was not healing appropriately since the device was implanted. There were no additional adverse patient effects reported. The s-ICD pulse generator and electrode were explanted.